Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that vaccine medication leaked through the side of the bd integra¿ syringe with detachable needle during the injection, and a revaccination was required. The following information was provided by the initial reporter: "customer called stating that while vaccinating a patient, the vaccine came out through the side of the syringe. Ref 305270, lot number 8324872. Customer does not know if the syringe barrel was cracked, only discovered when the patient's arm was wet. Patient was revaccinated as they were unsure if they received the correct vaccination. Sample was discarded into the sharp container."